Manufacturer narrative:
The technician replaced the worn caster to repair the stretcher.

Event description:
Information received indicates when the brake is engaged the left head caster would still swivel.